Manufacturer narrative:
This product is not sold in the united states. However, it is similar to other products sold in the united states.

Event description:
Procedure: urological. According to the reporter: the device was applied in late 2008. The pt had to be re-operated because of a partial rejection of the device inside the vagina.